Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient reported getting suddenly sick which included vomiting, diarrhea and fever. The following day after having performed pd therapy, the patient noticed that the drain bag was cloudy and they were feeling worse, again vomiting along with diarrhea. Since the fever continued to climb, the patient was hospitalized and remained hospitalized for a week. The day after the onset of peritonitis, the patient was treated with ancef (1.5g, intraperitoneally (ip), daily) for 4 weeks for the peritonitis. The patient was also put on metronidazole for 14 days (dose, route and frequency not reported). The patient was later discharged from the hospital and was reported to have recovered from the peritonitis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.